Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The cause of the subsequent treatment is related to circumstances of the procedure. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported entrapment occurred due to the back wall stitch. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after a transcatheter aortic valve repair (tavr) procedure with a 6f sheath. Reportedly, the suture was deployed on the back wall of a graft, and the device was unable to be removed. Therefore, a cut down was then performed to remove the entire device. Manual compression was used to achieve hemostasis. No additional information was provided.